Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The pneumatic block was replaced as a precautionary measure. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly while the sf133 was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to pressure measurement and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.